Event description:
It was reported the patient developed a red, itchy area of skin under the tape collar of the device. The patient is treating the area with corticosteroid; however, once the patient discontinues use of the corticosteroid, the rash allegedly returns. No further information was reported.

Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued 04/16/2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Brand name: sur-fit natura stomahesive flexible skin barrier w/ flange w/ tape collar & cut-to-fit opening.